Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code 204/ won't power up) has been confirmed. Upon investigation the monitor was unable to power on and was unable to communicate with an electrode belt. The cause for the inability to power on was a thermally damaged u1003 pld processor. The cause for the communication failure was isolated to contamination in the belt receptacle and on the j1001 component. The root cause for the thermally damaged processor was unable to be positively identified. The root cause for the contamination was ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was displaying a service code 204 and then was unable to power on.